Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming and the drive support cap was sticking out. Blood glucose level at the time of the incident was 175 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with current s in spec. Unit unable to prime during prime est due to protruded/loose drive support disk. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No compromised force sensor system alarm.